Event description:
It was reported that the patient was diagnosed with a left middle cerebral artery (mca) aneurysm, and a stent-assisted coil embolization procedure was scheduled. During the procedure, after externally flushing the subject guidewire and microcatheter, the physician attempted to introduce the subject guidewire through the hub of the microcatheter. As the tip of the subject guidewire reached the middle portion of the microcatheter, the physician encountered resistance while trying to advance it further. The subject guidewire was then withdrawn, and the microcatheter was flushed with normal saline. During this process, a small amount of bluish-green solid material was observed exiting the catheter, which was suspected to be detached coating from the subject guidewire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the full length of the guidewire was inspected and there was no damage (peeling or skiving) noted to the (ptfe) polytetrafluoroethylene coating. The guidewire was noted to be kinked 86.6cm from the proximal end. The core wire was observed through the distal tip dome. The guidewire as hydrated for approx. 2 minutes and no anomalies were noted. During a functional inspection, the guidewire was hydrated for approx. 2 mins and advanced through a flushed demo catheter. No friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to advance was not replicated; however, the analysis results are consistent with the reported event. The reported guidewire ptfe coating peeling issue was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, when the tip of the guidewire reached the middle section of the microcatheter, the physician encountered significant resistance while attempting to advance it further. The physician then withdrew the guidewire from the microcatheter and flushed the microcatheter with normal saline, observing a small amount of bluish-green solid material flowing out, suspected to be a guidewire coating which was peeled off. Additional information received indicates that the device was prepared for use as per the directions for use and the device was confirmed to be in good condition during preparation/prior to use on the patient. It was confirmed that the guidewire was backloaded into the introducer. The device was returned and analyzed, there was no damage noted to the ptfe coating of the device, therefore the reported an assignable cause of not confirmed will be assigned to the reported 'guidewire ptfe coating peeling.' The guidewire was noted to be kinked which is indicative of resistance during the use of the device. Resistance was not experienced during analysis of the returned device however the presence of the kinking to the guidewire indicates that friction was experienced. It is probable that there were procedural factors present during the use of the device which may have caused the reported difficulty to advance the guidewire. An assignable cause of procedural factors will be assigned to the reported 'guidewire difficult to advance' and to the analyzed 'guidewire kinked/bent', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the patient was diagnosed with a left middle cerebral artery (mca) aneurysm, and a stent-assisted coil embolization procedure was scheduled. During the procedure, after externally flushing the subject guidewire and microcatheter, the physician attempted to introduce the subject guidewire through the hub of the microcatheter. As the tip of the subject guidewire reached the middle portion of the microcatheter, the physician encountered resistance while trying to advance it further. The subject guidewire was then withdrawn, and the microcatheter was flushed with normal saline. During this process, a small amount of bluish-green solid material was observed exiting the catheter, which was suspected to be detached coating from the subject guidewire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.